Manufacturer narrative:
During troubleshooting the event with access hotline, the customer discovered that the unloaded reagent pack was empty and thrity four (34) tests were remaining. Service was not dispatched. Although reagent pack sharing is suspected as a contributing factor, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter (bc) in regards to multiple indeterminate results (ind) and no values on unknown number of patients' samples generated by access2 immumoanalyzer; however, the results are not provided. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change in treatment.